Event description:
The pre-loaded bent stylet had an additional bend inside the packaging. The stylet was unable to be used. The stylet was exchanged. The doctor had to form his own bend from a straight stylet. It was confirmed that the patient was doing well and receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_stylet_acc, serial # unknown, product type accessory. (B)(4). Device analysis revealed the stylet wire was bent, 5.5cm from the distal end, new out of the box.